Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was explanted due to multiple open circuits. This report is filed (B)(6) 2015.

Event description:
Per the clinic, the device was explanted (B)(6) 2015. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015.